Event description:
A pt being treated for rib fractures was implanted with 2 plates and 18 screws. At 7 months post implant, it was noted that a screw had come loose. Pt was returned to the operating room for revision to unk devices. This report is #1 of 2 for the same event.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion could be drawn at this time. MFR date cannot be determined without a lot number.